Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the penumbra coil 400 coil (pc400 coil) pusher assembly; the coil was compressed distally, kinked, and intact with the pusher assembly. Conclusions: evaluation of the returned device revealed that the pc400 coil was compressed distally inside the introducer sheath. This type of damage typically occurs due to improper handling during use. If the device is forcefully manipulated against resistance, damage such as this may occur. The px slim mentioned in the complaint was not returned for evaluation. These devices are 100% functionally tested during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using penumbra coil 400 coils (pc400 coils). During the procedure, the physician deployed and detached a pc400 coil into the aneurysm using a px slim delivery microcatheter (px slim). While attempting to deliver a new pc400 coil, the physician was unable to advance the coil into the px slim and removed the coil. The procedure was completed using a new pc400 coil and the same px slim. There was no report of an adverse effect to the patient.